Event description:
Customer claims that the unit powered on. However when the weight is taken off the sensor pad there is no alarm tone. The alarm does not sound when the sensor is unplugged from the alarm. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned alarm unit found the alarm door missing. Because the alarm door is missing from the unit it does not power on. A missing alarm door is obvious and would be detected before use. (B) (4).